Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked keypad connector. The displacement test could not be performed due to unresponsive buttons. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. There was frequently no or intermittent response by button press from all buttons. The device had not been dropped or exposed to moisture. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.